Event description:
The customer reported erroneous, high direct high-density lipoprotein cholesterol (hdld) results for multiple patient samples were generated on (B)(6) 2011 on a unicel dxc 600i synchron access clinical system. Quality control was executed and all three levels of qc exceed upper thresholds for hdld results. The system was recalibrated and qc results returned to acceptable ranges. Samples of initial results were rerun and results were found to be lowered. The initial, high results were reported out of the laboratory, however, customer has indicated that there was no modification to patient treatment associated or attributed to this event. Data supplied by the customer involved thirty four patient samples with lower repeat hdld results. Utilizing a two-standard deviation discrepant threshold, only two values were regarded as discrepant. No specific patient information was provided by the customer.

Manufacturer narrative:
No service was dispatched. Current service reports indicate the issue has not recurred. Root cause is not known at this time.